Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported per customer. Unit was not repaired by a nellcor puritan bennett engineer. Customer changed the solenoid and as per technical support advice. As per customer, the unit passed extended self testing.